Event description:
It was reported that during a surgical procedure, the rover's smoke evacuator had no suction. The procedure was completed using this same equipment, without causing a delay. There was no report of any pt or user exposure to surgical plume. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. The technician confirmed that the smoke evacuator did not suction due to a non-functioning smoke motor. The motor was replaced and the rover was returned to use.